Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. A visual examination of the returned device revealed no damage to the catheter, but the balloon was torn longitudinally, confirming the event.. This failure occurs when procedural factors encountered during the procedure limit the performance of the balloon. The root cause of this complaint will be classified as operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during dilation of anastomotic stenosis preformed on a (B)(6) male patient on (B)(6), 2011 (patient weight is unknown). According to the complaint, during the procedure, after a total gastric resection, the dilatation of the anastomotic stenosis was preformed in the anastomosis of the esophagus to the coelenteron. To begin the procedure, 3 atm (18mm) was applied to the balloon for one minute, and then 4.5 atm (19mm) was applied to the balloon for one minute. When they tried to increase pressure from 19mm to inflate to 20mm, the balloon burst. There were no pieces that detached from the balloon, as well as no sharp objects in the area of dilatation. The procedure was completed with this device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.